Manufacturer narrative:
A ge rep evaluated the sys and reseated the interconnect cable connector. The sys operates as intended.

Event description:
The customer reported the sys will not display an image. No pt injury was reported.